Manufacturer narrative:
H6: based on review of all available information, there is no evidence to suggest that the reported event is related to any design issues. The cause of the subsequent revision cannot be conclusively determined; however, it may have been the result of malalignment between the femoral and tibial components, third body wear, patient-related conditions, or any combination of these possibilities, which led to prosthesis wear.

Event description:
No additional information.

Manufacturer narrative:
Based on additional information and investigation, fields a2, b5, and h6 have been updated. H6: investigation results - the revision reported was likely the result of prosthesis wear, osteolysis, and an insufficient bond between the femoral component and the bone leading to aseptic (non-infected) femoral loosening. Possible causes for polyethylene wear include malalignment between the implants, high contact stresses during knee flexion, third body wear, patient-related conditions, instability, or any combination of these possibilities. The extent and root cause could not be confirmed as the devices were not returned for evaluation, and images and radiographs were not provided.

Event description:
As reported via legal documentation, a patient had left knee replacement surgery on (B)(6) 2017 due to osteoarthritis. They subsequently underwent left knee revision surgery on (B)(6) 2022, approximately 4 years 9 months post primary procedure. Revision op report postoperative diagnosis: periprosthetic osteolysis of internal prosthetic left knee joint and loose femoral component. There was pitting of the medial weightbearing section of the polyethylene. Small laminates of polyethylene were found in the box of the femur. The femoral component was loose and did not require much work to remove. Full cement mantle was left in place on the femur. Anterior cortex split that propagated from a pinhole that required cabling. The patella was well fixed and was tracking well. There was a large amount of osteolysis in the tibia. There were no intraoperative fractures. There is no other patient demographic or medical history available. There is no device return. There are no photos or other images of the device provided. No additional information is available.

Event description:
It was reported via a legal notification, that a male patient, initial left knee implanted on (B)(6) 2017 with an optetrak device, including an optetrak logic psc tibial insert, size 3.5, 9mm made of polyethylene, underwent a revision procedure on (B)(6) 2022, approximately 4 years 8 months post the initial procedure. It was upon information and belief, the loose components and osteolysis in plaintiff's left knee was due to premature polyethylene wear of the tibial insert. Following the revision surgery, plaintiff continues to be limited in his activities of daily living. Despite undergoing revision surgery, plaintiff experiences daily pain and discomfort in his left knee which limits his activities of daily living and impacts his quality of life.

Manufacturer narrative:
No device return anticipated due to this being a legal case. Concomitants medical devices: 4441938 02-010-01-0235 - logic femoral ps cem left sz 3.5, 4069945 02-012-45-3535 - lgc tibial fit tray cem sz 3.5f / 3.5t, ab0603 1510-s - cemex system fast 70 gm, 4868105 200-02-35 - three peg patella 35mm, 4805363 201-78-80 - 3" trocar, hex 2pk, 4887540 201-78-80 - 3" trocar, hex 2pk, 43332 203-96-42 - 11-4132 stryker sys 6 90x13/21x1.19. Additional information, including the product investigation, will be submitted within 30 days of receipt.